Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The field service engineer inspected the analyzer, performed a full system mechanical and fluid check, and verified that the analyzer was performing according to specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode results from one patient sample tested on the cobas pro ise analytical unit. The initial na result was 152.7 mmol/l. The repeat result was 143.3 mmol/l. The emergency department (ed) personnel questioned the result as it did not match the patient's history, prompting the rerun of the patient sample. The repeat result was deemed correct.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc levels 1 and 3 results were within the specified ranges. The patient sample was centrifuged for 3 minutes. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.